Event description:
It was reported that the tubing of an extension set separated from the female luer. This event did involve a patient, though no patient injury or adverse event was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one returned sample without pouch was received. Upon visual inspection, the tubing and female luer lock adaptor were found separated. Solvent trace was observed at tubing end. The reported condition was confirmed. However, the cause of the reported condition could not be determined. If additional relevant information is obtained, then a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.